Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown spinal cord stimulation (scs) patient. It was reported that the patient¿s scs had failed. No symptoms were reported. No further complications were reported.